Event description:
(B)(4). This spontaneous case, reported by a consumer via a call center, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient's medical history was not reported. Concomitant medication included insulin for an unknown indication. The patient started an unspecified insulin for the treatment of an unknown indication on an unknown date. In (B)(6) 2010 ((B)(6) month(s) prior to (B)(6) 2010), an unknown time after starting the unspecified insulin via the humapen memoir (lot unknown), the patient was in hospital for a bad hypo for about a week. No relevant physical findings or corrective treatment for the bad hypo was reported. The patient recovered from the bad hypo. Whilst in hospital the patient's son stored the humapen memoir in the fridge. Patient stated the pen will now not work properly, will not reset and the display flashes. This humapen memoir was associated with (B)(4) / lot 0709c02. The operator of the device and if they were trained was not reported. It was not reported how long the patient had used this device model or the reported device. The device was returned on (B)(4) 2011. Update (B)(4) 2011: additional information received (B)(4) 2011, via global product database. Added device lot number. Update (B)(4) 2011: additional information received on (B)(4) 2011, from the global product complaint database added the device specific safety summary; added the return date for the device; updated the EU/ca fields; and updated the malfunction field to yes/not cirm.

Event description:
(B)(4). This spontaneous case, reported by a consumer via a call center, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient's medical history was not reported. Concomitant medication included insulin for an unknown indication. The patient started an unspecified insulin for the treatment of an unknown indication on an unknown date. In (B)(6) 2010 (one month prior to (B)(6) 2010), an unknown time after starting the unspecified insulin via the humapen memoir (lot unknown), the patient was in hospital for a bad hypo for about a week. No relevant physical findings or corrective treatment for the bad hypo was reported. The patient recovered from the bad hypo. Whilst in hospital the patient's son stored the humapen memoir in the fridge. Patient stated the pen will now not work properly, will not reset and the display flashes. This humapen memoir was associated with pc1510867. The operator of the device and if they were trained was not reported. It was not reported how long the patient had used this device model or the reported device. It was unknown if the humapen memoir was continued, if the device is returned investigation will be carried out to see if malfunction occurred.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statements dated (B)(4) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary:the patient reported that he was unable to reset his humapen memoir device. The user returned the actual complaint device (lot 0709c02, manufactured september 2007) for investigation. The investigation determined that the recurring reset mode was a result of incorrect storage in a refrigerator with a contributing factor of a weak battery. The malfunction is confirmed. However, upon further review, the reported adverse event and battery issue are unrelated. Corrective action - the user manual also states that the device should not be stored in the refrigerator. Beginning with lot 1006c01 (manufactured jun 2010), the manufacturer has changed battery suppliers and implemented a new battery in the device. The user manual addresses premature expiration, permanent errors and reset mode. Improper use and storage - there is evidence of improper use or storage that may be relevant to the complaint. The user stored the device in the refrigerator. Also, the user does not always prime the device. Not priming the device can result in an incorrect dose.